Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization efficiency was observed at 10,695 joules of use. The case was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fibers glass cap was found to show devitrification and a radial fracture at the output window; the fiber proximal to fracture was found to rotate independently of metal cap. The metal cap exhibited detritus and char; a biologic, likely procedure related, was also observed on the outer surface. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam and decreased tissue vaporization, or the sys would be placed into standby mode. The radial fracture may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.